Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and a mild heart attack. The customer stated that when she went to bed, her blood glucose was 127 mg/dl. She stated that she woke up later in the night, and her blood glucose had risen to the 300 mg/dl range and reached as high as over 400 mg/dl. She treated with insulin, went back to bed, and her blood glucose kept rising until the morning. She called emergency medical technicians and was then hospitalized with blood glucose of 330 mg/dl. She complained of nausea, headache, confusion, sickness, and difficulty reading the device settings. The customer's most recent blood glucose was 301 mg/dl. She was treated with fluids, insulin and short-acting injections. She stated that she had changed the insertion site twice recently. The insulin pump passed the high pressure test and worked as designed. She was advised to change the complete set and treat per doctor's orders.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.